Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer insulin pump was under delivering. The customer was treated with manual shot for high blood glucose. The customer alleged the insulin pump was under delivering insulin due to leaked in tubing. It was reported that the customer was using automode. The insulin pump will be returned for analysis.